Event description:
The patient reported that they were experiencing a loss of therapeutic effect. Event date: (B)(6) 2015. The patient had a return of symptoms before her vacation. Event date: (B)(6) 2015. The patient stated her stimulator had stopped working. The patient stated she had a rough night. She was up all night peeing. The patient was wearing depends, having accidents on the way to bathroom, when she turns the water on, takes a drink and when she brushes her teeth, the patient had no control over her bladder. The device was working "beautifully" for her and was controlling her bladder with no accidents. The patient stated reason for call today was to schedule an appointment with the manufacturer's representative. The patient did call hcp (healthcare provider). Additional information received from the healthcare provider noted that there was not a 50% or greater symptom reduction. The event cause was determined; it was device related. Reprogramming was performed; new program was initiated. Date was noted as (B)(6) 2015. The patient experienced a sudden loss of therapeutic effect. No (illegible) with stimulation. The patient outcome was unknown. The patient will call in follow up to determine the benefit of reprogramming. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient noted the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2015. It was also noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.

Manufacturer narrative:
(B)(4)

Event description:
The patient later reported a loss of therapeutic effect. The patient reported that her therapy had not been working for her since (B)(6) 2015. The representative reprogrammed her device in (B)(6) 2015 and it was working up until (B)(6) 2015. Patient services walked the patient through program change from 4 to program 1. The patient reported that she tried to increase her stimulation on program 4 today but it was painful.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0k1b1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).